Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped insulin delivery following an alarm for an incomplete cartridge load after a supply change, leading to elevated fingerstick glucose readings reported as ¿high,¿ later measured at 260 mg/dl; insulin delivery was subsequently resumed after the user was advised on correct supply change steps, indicating a use-of-device problem related to supply change and cartridge loading. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and associated the event with user handling, with the device component not otherwise classifiable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.